Event description:
It was reported that the procedure was cancelled. The patient was sedated. A ce rotablator was selected for atherectomy of the cardiac lesion. During preparation, it was noted that the console had a contact problem and could not be used. The procedure was not completed due to this event. The patient was stable.